Event description:
It was reported that the customer experienced multiple cartridge alarms, specifically cartridge alarm 30, with the pump. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support decided to replace the pump and confirmed the shipping address, advising the customer to continue using the current pump until the replacement is received. The customer received instructions on placing the current pump into storage mode before returning it, along with steps to follow upon receiving the replacement pump, which would include updated software. The customer acknowledged these instructions and was informed to return the problematic pump to tandem within ten days using the provided shipping materials.